Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles in shell and gel, fold creases. A microscopic analysis was performed which identified; curved striated openings on posterior and radius side assessed as surgical damage and broken shell with striated edge on posterior side assessed as surgical damage consist in the use of some surgical tool. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage consist in the use of some surgical tool. Broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth implants due to the patient's concern with the product and implant rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product and implant rupture. Device remains implanted.